Manufacturer narrative:
Updated fields: b4, d9, g3, g6, g7, h2, h5, h8, h10, h11corrected field: d1, d4 (version or model #, cataloga#, UDI#), d7a, h4

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11 corrected fields: h6(clinical code & impact codes).

Event description:
N/a.

Manufacturer narrative:
It was determined that there was nothing wrong with the pressure wave form or the reported pressures. It was a classic looking wave and the numbers were correct. Another system verified the same condition. Systolic blood pressure is lowered by balloon deflation. This unloads the workload of the heart. Balloon inflation causes additional pressure (150mmhg) which is called diastolic augmentation (the highest peak). This provides more pressure to coronary arteries. It is this augmented pressure which causes the mean pressure (90mmhg) to be higher than the systolic pressure. (76mmhg). This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit presented bizarre arterial pressures.